Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device recorded a code 1003 indicative of battery voltage too low for projected remaining capacity during pre-implant interrogation. This code 1003 was displayed during telemetry. This device had a battery life of two years. A request was made to have data from this device analyzed. To date, this device remains in service. No adverse patient effects reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device recorded a code 1003 indicative of battery voltage too low for projected remaining capacity. This code 1003 was displayed during telemetry. This device had a battery life of two years. A request was made to have data from this device analyzed. To date, this device remains in service. No adverse patient effects reported. Additional information indicated that data analysis confirmed the device was depleting normally. The code 1003 looks to be a false positive, no battery voltage anomaly, no high power associated. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This supplemental report was created to capture additional information. Additional information indicated that the battery of this device was depleting normally, and code 1003 looks to be false positive no battery voltage anomaly, no high power associated. This does not meet reportable criteria.